Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the subject device exhibited the sterile processing was unable to clean scope with small brush. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d9, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation "sterile processing unable to clean scope with small brush" was confirmed it was due to dents on the insertion tube causing the brush not to pass in forceps was likely due to stress problem. The most probable cause of this complaint is a component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.